Manufacturer narrative:
Device evaluation summary: as received, moderate calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal to moderate at both the stent inflow and stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Incidental findings: the x-ray demonstrated distortion of commissure 2 wireform. Commissure 2 wireform was also exposed on the outflow aspect. These damages are most likely due to explant or implant. Device evaluation confirmed the reported stenosis as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This patient is noted to have been (B)(6) at time of implant. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an explanted aortic bioprosthetic heart valve due to severe aortic stenosis after an implant duration of nine (9) years, 10 months. Patient experienced shortness of breath, easy fatigueability and some dull chest discomfort. Patient was implanted with a competitors valve and is reported in stable condition. The explanted device was returned and evaluated.